Event description:
It was reported that during a vns generator replacement surgery due to battery depletion, greatly increased impedance was observed, which indicated to the surgeon that a lead fracture was present. The patient then underwent full vns replacement surgery. A lead fracture was visible on the portion of the lead that was located in the neck. During attempts at product return, it was revealed that the explanted products were not available for return to the manufacturer. No additional relevant information has been received to date.